Manufacturer narrative:
The ge representative performed an on site investigation. The work station air filter was cleaned. The system was then found to be operating as intended.

Event description:
The customer reports the system locks up. No report of patient injury.